Manufacturer narrative:
Multiple attempts to obtain additional details regarding this device have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic aortic valve was replaced by a medtronic transcatheter aortic valve, implanted valve-in-valve. The implant duration and reason for replacement was not reported.

Manufacturer narrative:
Review of information obtained (B)(6) 2015 indicates that this device was replaced valve-in-valve due to stenosis and degeneration. This information was inadvertently omitted from the initial report. (B)(4).